Event description:
Healthcare professional reported right side "ruptured implant discovered during surgery" and textured implant exchange. The device has been explanted.

Manufacturer narrative:
Continued zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Visual device evaluation: "visual analysis of the identified photos: the photo show two devices, both devices without identification to which side they belong. First device is broken and the other device apparently is intact and has red particles in the shell. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured implant exchange.